Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of failure mode reported in the current manufacturing process was conducted as follows: 200 staplers were taken from the current production from part number 528235 visistat 35w 6/box lot# 73m2300456 the staplers were visually inspected, and issue reported "broken package - sterility compromised" was not observed in the current manufacturing process. DHR investigation did not show issues related to complaint. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The report states "2 aug 2023 ,the package was found broken during inspection." No patient involvement reported.

Manufacturer narrative:
(B)(4).

Event description:
The report states (B)(6). 2023 ,the package was found broken during inspection." No patient involvement reported.